Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h7 - other remedial action. H7 was inadvertently marked as 3011050570-10/24/2023-001-r instead of being left blank. And h9 - corrective action no. Was left blank instead of being updated with 3011050570-10/24/2023-001-r.

Event description:
It was reported that the subject device had an intermittent issue where the picture went green. The issue occurred during an unspecified procedure. There was a minor delay for the procedure, and it was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g1, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charge couple device is broken. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by a broken charge couple device, which resulted in a green image. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.